Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. The duration of use was 5 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled lavh. Everything but ovaries. Pelvic floor repair.). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Hysterectomy was added as a non-drug treatment for pelvic pain. Essure removal date was added. Duration of insertion was added. Case criteria upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.